Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the intellanav mifi open-irrigated catheter it was noted that the irrigation of the catheter was not appropriate. The catheter was replaced with another intellanav mifi open-irrigated and the procedure was completed with no patient complications being reported.